Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us had no insulin flow. The following information was provided by the initial reporter: material no:320550 batch no: 0189495. It was reported that the insulin would not flow during priming.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned five (5) pen needles, including two with green caps identifying them as 4mm, 32 gauge pen needles. One of the returned pen needles featured a bent distal tip but no other apparent damage. The pen needle was attached to a test pen filled with saline. The pen was primed and saline was pushed through the system. The saline exited the pen needle without any issues. No clog found for this sample. No problems beyond the bent tip, which may have happened outside of use. The remaining four pen needles were visually inspected prior to testing for needle clogs. The non-patient side has been crumpled at a 90 degree angle from the proximal end of hub¿s needle cannula. This would prevent normal testing for clogs. Additionally, this damage would prevent the needle from properly attaching to the pen, giving the impression that the needle was clogged during use. Based on the damage present, the needle bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needles were clogged. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us had no insulin flow. The following information was provided by the initial reporter: material no:320550, batch no: 0189495. It was reported that the insulin would not flow during priming.